Event description:
Per customer, sleeping on our heating pad, turn it on to get heat, heard a boom and she thought it was something outside but it wasn't it was from her breaker had blew, smelled smoke, lifted up the cover and saw where the pillowcase started to get burned and flannel sheet, mattress pad, and pants she had on.

Manufacturer narrative:
Upon investigation we found that the cord had been severed by an external source. Our investigation shows the sparking occurred as the cord was severed. Upon further investigation we found: cord cut/burned other location, cracked switch case, pad bunched, bent/broken lead, bent/broken thermostat, thermostat discoloration, pad dirty or stained. Per customer, she was laying on the pad. Based on the overall condition of the pad, we concluded that the heating pad was not used in accordance with our instructions.